Event description:
It was reported the patient's device was "coming out near the skin". The patient also had not felt any stimulation for about 2 weeks. Additional information received from the hcp indicated the generator eroded through the skin and the patient had an infection. The system was explanted. The patient recovered without sequela.